Manufacturer narrative:
(B)(4). Investigation/evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi) and quality control (qc) was conducted for the purpose of this investigation. The complaint device was not returned for investigation. Mi and qc instructions are in place ensure the device is manufactured to specifications. In a review of complaint data, it was found that at the time of this investigation, this complaint is the only reported complaint against lot 6454749. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU, which gives the device description and intended uses. It also give appropriate warnings, precautions and contraindications related to the use of the device as well as instructions for placement and use. Without return of the complaint device it is not possible to determine the root cause of this complaint. It is possible to suggest that the suture material was nicked during inspection, or placement of the catheter which could have led to the noted event.

Event description:
After a right side pleural drain procedure, the drain was cut and removed,. However, the drain sutures remained inside cavity and could not be removed. An attempt was made to retrieve the suture, but was unsuccessful. The suture came out after 6 days as wound healed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After a right side pleural drain procedure, the drain was cut and removed. However, the drain sutures remained inside cavity and could not be removed. An attempt was made to retrieve the suture, but was unsuccessful. The suture came out after 6 days as wound healed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.